Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance, stent dislodgement, foreign body in patient and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 3.5x23 mm xience alpine stent delivery system (sds) failed to cross a previously implanted stent. The sds was removed without issue, however upon removal of the sds it was noted that the stent had dislodged in the anatomy. An attempt to snare the stent was unsuccessful, the stent remains free floating in the anatomy. A non-abbott stent was used to complete the procedure. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.